Manufacturer narrative:
The complaint was received and forwarded to the manufacturing facility for investigation. The customer sample was not returned for evaluation. It is vital to the investigation that the customer sample be available for examination and testing. As no lot number was provided, we were unable to trace the device history record (DHR), quality testing performed and corresponding results. The non-conformance report (ncr) data since november 2017 to present was reviewed and no issues that could be related to the condition reported were found. Root cause for the reported concern cannot be identified with the amount of information available. No actions identified, since no evidence of a manufacturing issue was found. We will continue to monitor trends and utilize the information as part of continuous improvement.

Event description:
We have had suctioning issues with the bulb. One patient that ended up with free air in the abdomen was returned to surgery about 12 hours after the surgical procedure, but is fine now. The free air in the abdomen was confirmed by xray and CT scan. I am not sure if it is a nursing error or the bulbs themselves.